Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(daily)"), device dislocation ("left essure implant coil was not seen"), endometriosis ("reproductive system disorder or condition: endometriosis") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2003 and abdominal operation in (B)(6) 2015. Current weight: 180 lbs. Concurrent conditions included obesity. Concomitant products included doxycycline, eletriptan hydrobromide (relpax), ibuprofen, ondansetron (zofran), topiramate (topamax) and vicodin. On (B)(6) 2015, the patient had essure inserted. On(B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). On (B)(6) 2015, the patient experienced the first episode of dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain(daily)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("severe lower back pain"), the second episode of dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain(daily)"). The patient was treated with lorazepam (ativan), surgery ((B)(6) 2016: laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy; bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, menorrhagia, loss of libido, insomnia, headache, anxiety, fatigue, weight increased, weight decreased, back pain and the last episode of dyspareunia had not resolved, the endometriosis, uterine haemorrhage, vaginal haemorrhage and weight fluctuation outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, endometriosis, fatigue, headache, insomnia, loss of libido, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes; on (B)(6) 2015: hysterosalpingogram (per pfs) ultrasound scan vagina - on an unknown date: left essure implant coil was not seen ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: left essure implant coil was not seen, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- left essure implant coil was not seen, abnormal bleeding (vaginal), dyspareunia, reproductive system disorder or condition: endometriosis, weight gain/loss, abdominal pain, abnormal uterine bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(daily)"), device dislocation ("left essure implant coil was not seen"), endometriosis ("reproductive system disorder or condition: endometriosis") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C55834, c56834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2003 and abdominal operation in (B)(6) 2015. Current weight: 180 lbs. Previously administered products included for an unreported indication: sprintec from 2009 to (B)(6) 2015. Past adverse reactions to the above products included contraception with sprintec. Concurrent conditions included obesity, gerd since (B)(6) 2015 and migraine since (B)(6) 2015. Concomitant products included celecoxib (celebrex) since (B)(6) 2016, cilest (sprintec) from 2009 to 2015, doxycycline, eletriptan hydrobromide (relpax), ibuprofen since (B)(6)2015, levothyroxine sodium (synthroid) since (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2016, metaxalone since (B)(6) 2015, methylprednisolone aceponate since (B)(6) 2015, omeprazole since (B)(6) 2015, ondansetron (zofran) since (B)(6)2015, ranitidine since (B)(6) 2015, topiramate (topamax), tramadol hydrochloride (ultram) since (B)(6) 2015 and vicodin. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). On (B)(6) 2015, the patient experienced the first episode of dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headache"). On (B)(6) 2015, the patient experienced anxiety ("worsening of her anxiety / psychological or psychiatric problem: anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain(daily)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), weight decreased ("weight loss"), back pain ("severe lower back pain"), the second episode of dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain(daily)"). The patient was treated with lorazepam (ativan), surgery ((B)(6) 2016: laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy; bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, menorrhagia, loss of libido, insomnia, headache, anxiety, fatigue, weight increased, weight decreased, back pain and the last episode of dyspareunia had not resolved, the endometriosis, uterine haemorrhage, vaginal haemorrhage and weight fluctuation outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, endometriosis, fatigue, headache, insomnia, loss of libido, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes; on (B)(6) 2015: hysterosalpingogram (per pfs) then fallopian tubes are occluded ultrasound scan vagina - on an unknown date: left essure implant coil was not seen ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: left essure implant coil was not seen, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received. Lot number added. Onset date of events anxiety, weight increased, weight decreased were updated. Historical drug, concomitant drug, concomitant disease, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(daily)"), device dislocation ("left essure implant coil was not seen"), endometriosis ("reproductive system disorder or condition: endometriosis") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy in 2003 and abdominal operation in (B)(6) 2015. Current weight: 180 lbs. Concurrent conditions included obesity. Concomitant products included doxycycline, eletriptan hydrobromide (relpax), ibuprofen, ondansetron (zofran), topiramate (topamax) and vicodin. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). On (B)(6) 2015, the patient experienced the first episode of dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("severe hip pain(daily)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("severe lower back pain"), the second episode of dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain(daily)"). The patient was treated with lorazepam (ativan), surgery (on (B)(6) 2016: laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, menorrhagia, loss of libido, insomnia, headache, anxiety, fatigue, weight increased, weight decreased, back pain and the last episode of dyspareunia had not resolved, the endometriosis, uterine haemorrhage, vaginal haemorrhage and weight fluctuation outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, endometriosis, fatigue, headache, insomnia, loss of libido, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes; on (B)(6) 2015: hysterosalpingogram (per pfs). Ultrasound scan vagina - on an unknown date: left essure implant coil was not seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: left essure implant coil was not seen, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.